Event description:
Patient contacted stryker (B)(4) via website saying that she underwent surgery on (B)(6) 2014 (right knee total arthroplasty) at (B)(6) hospital, (B)(6). She did a lot of physiotherapy sessions but in (B)(6) 2014, another surgery was necessary because the knee didn't bend, it was rigid. She was informed that the surgery was necessary for manipulation because there was adherence. Right after the surgery the patient did more physiotherapy sessions and she is until now with a swollen knee, it hurts and it still doesn't bend. Now she is feeling a lot of pain in the hip and back.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding malposition involving a scorpio insert was reported. Conclusion: clinician review of the x-rays determined the patient had valgus knee with malpositioned baseplate. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient contacted stryker (B)(4) via website saying that she underwent surgery on (B)(6) 2014 (right knee total arthroplasty) at the (B)(6). She did a lot of physiotherapy sessions but in (B)(6) 2014, another surgery was necessary because the knee didn't bend, it was rigid. She was informed that the surgery was necessary for manipulation because there was adherence. Right after the surgery the patient did more physiotherapy sessions and she is until now with a swollen knee, it hurts and it still doesn't bend. Now she is feeling a lot of pain in the hip and back.